Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber was used during a lithotripsy procedure. Reportedly, the laser unit used was a 120 watt laser. According to the complainant, during the procedure, the fiber connector started to smoke. The fiber broke near connector where the smoke appeared. The procedure was completed with another flexiva 365 laser fiber. There were not patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.